Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the representative. It was reported that the issue had been resolved. The patient was confused saying that the battery wasn't working but it was the programmer that needed new batteries. The patient had knee surgery and stimulation was turned off for the surgery and that was why the por occurred. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient's stimulator quit working- one side quit then the other side quit. The patient clarified that by "quit working" they meant they stopped feeling stimulation. The patient would call back to troubleshoot when they had their patient programmer with them. No further complications reported. Additional information was received 2018-01-02. It was reported the patient had no change in activities first left side stopped and the right side quit three weeks later. The patient worked with remote. No further information was reported. Additional information was received from the manufacturer representative 2018-07-20. It was reported a power on reset (por) 0x400 was seen. This issue occurred (B)(6) 2018, following a knee surgery. No patient symptoms were reported. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.